Manufacturer narrative:
Findings: pump was received with intermittent button response due to corroded keypad traces. No moisture damage under lcd screen, electronic assembly or motor noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 375 mg/dl. The customer stated buttons responding intermittently. The customer stated that he was at the beach and near water but nothing concrete as afar as moisture exposure. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.